Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the infusion set was leaking at the headset. No adverse event was reported. The lot number could not be gathered as the headset had been discarded at the time of the allegation being reported. Due to the infusion set being discarded, no product could be requested to be returned for product evaluation.